Manufacturer narrative:
A1: patient information: requested, unknown. D4: lot number: requested, unknown. D4: expiratoin date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: reqeusted, not provided. E3: occupaton: cvt. H4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the tech deployed the angio-seal device, and the anchor was not set. There was no blood loss. There was no patient injury. Additional information was received on 07nov2024: manual compression was used, and the patient was stable. All items of device were intact and in the device. The procedure was a diagnostic case.